Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-25154. It was reported the pt experienced a cerebrospinal fluid leakage during the implant procedure with the second lead. During intra-op testing, the pt could not feel stimulation and could not move or feel her left leg. As a result, the physician decided to abandon the procedure and remove both leads. A MRI was taken and showed no anomalies. Follow-up revealed, the pt regained full function of her leg and had no issues. Further follow-up revealed, the pt experienced a headache. A blood patch was given to the pt. Additional info revealed, the pt's headache resolved.